Event description:
The catheter was placed in the right antecubital vein. Catheter was pulled back and 10.5cm was left in pt. The catheter was found leaking blood and a break was noticed at the hub. The catheter was able to be removed with fingers. No hospitalization required.

Manufacturer narrative:
The sample was received on 09 may 2007 and sent for decontamination. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 22 may 2007.